Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported left side deflation. Device remains implanted.

Manufacturer narrative:
Device evaluation: visual analysis, leak test and microscopic analysis of the returned device identified flat creases, a curved sharp opening on valve bond edge (a dimension measurement in the shell was performed which identified the thickness within specification) and yellow particles in outer surface. Fill inspection was performed and identified no blockage in the valve. Based on the device analysis, the final assessment is a sharp opening assessed as unidentified (tear) opening additional, changed, and/or corrected data: b.5., d.7., d.10., h.3., h.6.

Event description:
Device has been explanted.